Event description:
I put a tampon in, a playtex regular from their sport pack. I was going to throw the applicator away, and I noticed white stuff on the applicator. I took a closer look and it was cotton. It was frayed/shredded, and it looked like the kind of dandelion you blow wishes on stuff. I looked at the other end of the applicator and the [invalid] that is supposed to be attached to the tampon just fell out of the applicator. I tried immediately to remove the tampon with my fingers. I couldn't. I began to experience vaginal discomfort and a burning sensation. I called my primary care doctor and went in. I brought another unopened tampon from the same box in just in case. The doctor opened the unopened tampon in her office to see, and it crumbled in her hand. It took her over an hour to get the defective tampon out of me. If you need details on the medical procedure, I can put you in touch with the physician, at (B)(6). The doctor told me to contact the company and report it as they've never seen anything like it and are concerned, as am I. I am at high risk for infection and they told me what to monitor. I am still experiencing vaginal pain and discomfort. I have the tampon box and the other tampons, but not the receipt. I will also be contacting a lawyer. I was having my period. It is a tampon. Quantity 1 tampon.